Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint was created from additional information received on (B)(4): it was reported that a (B)(6) patient who underwent breast augmentation revision surgery with a unknown saline breast implant experienced an unspecified right sided diagnosis post procedure. As a result, patient underwent removal and replacement with a mentor breast implant on (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2019 additional information was received. The affected device is a 800cc mentor smooth round moderate plus profile, catalog: 3502800 lot: 7317941 serial number: (B)(4). Patient was replaced with a 800cc mentor smooth round moderate plus profile saline breast implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 800cc mentor smooth round moderate plus profile, catalog: 3502800 lot:7412521 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).